Manufacturer narrative:
D9: date returned "12-jun-2024". Corrected data: d4 ¿ UDI. One pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. No evidence was found in the event history log. Functional testing could not duplicate the customer's reported issue. Standard preventative maintenance was performed.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had constant alarms. There was no patient involvement and no patient harm/adverse event reported.